Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to flextronics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was some little piece inside device, which does not belong there and there was also leakage. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 10 may 2018, the device was noted to have not been previously repaired. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 10 may 2019, it was reported that there was some piece instead of a dermatome that did not belong there and that there was some leakage with the device. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 31 may 2019 noted that the swivel was loose and that the device was out of calibration at the zero setting. Upon further evaluation, it was found that there was a defective needle bearing, reciprocating arm, and a seized motor. The technician was unable to find anything superfluous inside of the device. Repair of the dermatome occurred on 7 june 2019 and involved replacing the swivel, multiple bearings, the reciprocating arm, the motor, and the sleeve. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to find any excessive components or material inside of the dermatome. In addition, while he does find that the motor was seized up, which would prevent the device from operating and give the appearance that air was leaking from the device, it cannot be determined from the information provided as to what caused the motor to seize. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.